Manufacturer narrative:
(B)(4). Batch # r57p0a. Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. On the first firing, did the jaws of the device ever open? How was the device removed? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On the second firing, how did the device misfire? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? On the second firing, did the jaws of the device open? How was the device removed? Did the jaws eventually open?

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the doctor fired the first stapler, unknown reload, peristrips buttressing material, first firing, the knife blade felt dull and couldn't get the jaws of the stapler to open after firing. The doctor managed to remove the stapler from tissue, tried a second like stapler and on the second firing, unknown reload, peristrips buttressing material, the device misfired. The doctor opened the jaws of the device, replaced the cartridge, closed the device to insert into the patient, attempted to open the jaws of the instrument and the device wouldn't open. A third like device was used to complete the procedure. There were no patient consequences reported.